Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a noisy image and a (b30) scope communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that corrosion on the plug unit caused the b30 scope communication error and the noisy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.